Manufacturer narrative:
Batch review performed on 24 march 2026. Gmk-spherika 02.12.e0613fr gmk-sphere tibial insert e-cross - flex 6r - 13mm (k202022) lot: 2410737: (B)(4) items manufactured and released 13-jun-2024. Expiration date: 26-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had primary right knee surgery on (B)(6) 2025. On (B)(6) 2026, the patient came in due pain from patella arthritis and a torn arthrotomy as the result of a fall. The surgeon performed a washout and revised the patient`s natural patella and upsized the insert from 10mm to 13mm at his discretion. The surgery was completed successfully. On (B)(6) 2026, the patient came in due to torn arthrotomy and the cause is unknown. There was no communication that a fall or trauma caused the torn arthrotomy. The surgeon performed a washout and revised the 13mm insert to a same size insert. The surgery was completed successfully. Presently, the patient came in presenting pain due to a torn quad tendon that reportedly occurred when standing. The surgeon revised the insert from 13 mm to 14 mm at his discretion. The surgery was completed successfully.